Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 5, while the hp was connected. The technical service representative (tsr) determined that the white clamp line became disconnected causing the hc to alarm system error 2240. The tsr had the hp close all the clamps and cycle the power in order to clear the alarm. The tsr advised the hp to dispose of the current supplies attached and either continue the therapy using the manual bags or start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.